Manufacturer narrative:
Block a2: the patient was reported to be between 71-80 years old. Block b3: the event date was approximated based on the procedure date. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code (B)(6) captures the reportable event of "bleeding requiring intervention." Imdrf impact code f23 captures the reportable event of "angioembolization was performed for renal bleeding and other additional intervention."

Event description:
It was reported that a nephrostomy catheter set was used to establish percutaneous nephrostomy access and urine drainage during a percutaneous nephrostomy with percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2024. Following hospital discharge, the patient experienced bleeding during the catheter indwelling period, requiring intervention. Angioembolization was performed for renal bleeding, though details of any additional intervention were not reported. The catheter was removed on (B)(6) 2024, with no serious adverse events reported in connection to this incident. Per physician's assessment, the event was not related to the device.